Manufacturer narrative:
User error, table was not set up per the instructions.

Event description:
It was reported about 4 hours into the case, while the last t1 screw was being cannulated with the gear shift, the bed suddenly broke and fell. The head was held quickly. The staff readjusted the bed, reapplied a pin to hold it all stable. At the end of the case, patient had good signals and no change from baseline. Appears that the table has two pins that can be removed. One pin was not in the correct place, which was identified per the staff members.

Event description:
It was reported about 4 hours into the case, while the last t1 screw was being cannulated with the gear shift, the bed suddenly broke and fell. The head was held quickly. The staff readjusted the bed, reapplied a pin to hold it all stable. At the end of the case, patient had good signals and no change from baseline. Appears that the table has two pins that can be removed. One pin was not in the correct place, which was identified per the staff members.